Manufacturer narrative:
This report is submitted on february 13, 2024.

Event description:
Per the clinic, the patient underwent a revision surgery to remove the abutment under general anesthesia on (B)(6), 2024, due to a skin overgrowth. During the procedure, debridement of granulation tissue at the abutment site was done. An infection was identified and subsequently was treated with oral antibiotics (specific date and duration not reported).